Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high glucose results generated by the unicel dxc 800 pro synchron clinical systems for numerous samples. The results were reported out of the lab. The samples were re-tested on a different instrument and lower results were obtained. Corrected reports were issued. No affect to patients per the customer upon speaking with the physicians.

Manufacturer narrative:
After the event, the customer noticed that their qc was running high. The system was re-calibrated and qc was acceptable. All samples from the night before were re-tested on a different instrument. A field service engineer (fse) was dispatched: the fse replaced the stirrer motor as a precaution, but no indication of failure. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.